Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to suspected device malfunction. It was reported that the pt does not feel that her device has ever worked because she has never felt a tickle in her throat or experienced any coughing. The pt also reports that she does not think that the device ever worked for her as far as any seizure control. Review of x-rays reportedly did not reveal any obvious discontinuities in the vns therapy system. Investigation to date had been unable to confirm proper device function as the pt is not scheduled to follow-up with surgeon for several weeks.